Event description:
Cam02 (B)(4) not reading correctly. Additional information received via phone call on 18 june 2018: device was attached to patient at the time of the incident. No injury to the patient; device was changed out; there was some delay in surgery, but not a significant one. Incident date is unknown.

Manufacturer narrative:
Reference natus complaint# (B)(4). Follow up# 001 re-submitted today june 13, 2023. This report was orginally submitted in error on sept 04, 2018 under the incorrect reporting year 2023988-2019-00039. Natus completed their investigation on 29 august 2018. Investigation methods included the following: methods: evaluation of actual device. Review of device history and service history records. Review of compliant history/ complaint rate. Review of past capas/ CAPA history. Risk management review. Results: the customer's complaint "not reading correctly/' was not confirmed. The unit was functionally tested, visually inspected and the electrical safety test performed, no problems were found and all test results met specifications. DHR review: the DHR for the monitor was reviewed and no anomalies that could be associated with the complaint incident were observed. The device was manufactured on: sep-2014. Complaint history review/ trend analysis: based on the complaint description, similar incidents with a fault code of integra- reading were searched during the investigation of the complaint history. The review encompassed dates jun-2016 through may-2018. There were seven (7) confirmed complaints during this time. These results coupled with the number of sales (jan2016 to apr-2018), 1795 units, the number of confirmed reports (7) divided by the number of units sold, loaner, rental model cam02, cam02rnt, cam02lf in jun-2016 to may-2018, (1795) and multiplied by 100 results in a failure rate percentage (B)(4). CAPA: a review of CAPA's initiated within the past 24 months, capas both open and closed was performed specifically related to the complaint to determine if a similar complaint is either under active CAPA investigation or have been previously addressed through a CAPA no CAPA scopes during the last 24 months address issues related to this customer's complaint. Risk management review: a review of the cam02 medical device hazard analysis (rev.l ) identifies the hazard for the customers complaint" not reading correctly" as "incorrect or unavailable icp trend data" (hazard ID # dia-008). The harm being an inconvenience to user with a severity of negligible. Root cause: no fault found- device met specifications. This complaint is now deemed closed.

Manufacturer narrative:
Contact office- section g1. Mr. (B)(6) . Natus medical inc. 5955 pacific center blvd san diego, ca. 92121, us. Telephone: (B)(6) . Fax: ((B)(6) . Email: (B)(6) .